Event description:
Patient's oxygen saturation decreasing, oxygen boost button on ventilator touch screen failed to activate. The entire touch screen became inoperable. Patient was manually ventilated until the ventilator could be replaced.